Event description:
It was reported that patient presented remotely via merlin. Net. Transmission showed that the implantable cardiac monitor had alert for false pause episode due to under-sensing. No intervention was performed. The patient was stable.